Manufacturer narrative:
Device evaluationof monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of any monitor malfunction. The monitor powered on normally during the investigation. Electrode belt sn (B)(4) was completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. The damage to the cable likely occurred during device removal, as the device was still able to detect a clean ECG signal immediately prior to device deactivation. There is no indication that the damage to the cable caused or contributed to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on the morning of (B)(6) 2015 while wearing the lifevest. The patient was in the hospital at the time of the event. The patient's nurse reported that the lifevest malfunctioned during the event. The nurse stated that the response buttons were flashing normally, but that after the patient was found unresponsive the monitor screen would not light up. A review of the event does not indicate any device malfunction contributing to the event. A review of download data indicates that the patient was in a normal sinus rhythm at 60 bpm at the time of device deactivation. The download data shows that the electrode belt was disconnected from the monitor at 12:01:12 and the monitor was shutdown at 12:16:44 on (B)(6) 2015. The monitor did not detect any treatable ventricular arrhythmia while the device was powered on and monitoring the patient. There is no indication that the lifevest caused or contributed to the patient death.